Event description:
Implants became hard right away. Closed capsulotomy by plastic surgeon in 1976, became hard again etc. And still are that way 19 yrs later. Health problems after implants: chronic fatigue, became allergic to chemicals, nausea, headaches, sore glands and aching. Rptr wants to know if implants are removed and replaced with silicone covered saline implants if this will cure her health problems.